Event description:
Complainant alleged that during biomed testing the device's pacer output was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.